Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked to clarify if the fall had an effect on the device, the hcp said it was unclear if there was a device issue. The hcp further said it was likely a temporary effect on the device. The patient resumed voiding after the fall and the device functioned normally. The hcp was then asked to clarify when stimulation was working, the patient was urinating more. The hcp responded by saying the patient has chronic urinary retention and detrusor under activity. The patient is voiding better with the device on with decreasing post-void residuals (pvr). When asked if the cause of the implant suddenly not working for their symptoms was determined, the hcp said it was likely fall to back. The action/intervention taken to resolve the implant suddenly not working for the patient's symptoms was the device was reprogrammed and the patient was thoroughly examined and had an MRI. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim; their bladder was holding over 1200 cc's prior to the device. It was reported that the patient fell about a month ago at home. They were in pain on the right hip, back side and head; their ins is located on the right side as well. It was stated that they had a couple of months of rest and therapy after this; it was noted that the timeline is conflicting, but this was how it was reported. It was also reported that ¿maybe about a month, month and a half ago,¿ the patient noticed that when the stimulation was working, they were urinating more, and sometimes it was less; ¿urinating wasn¿t a steady process.¿ however, they were always urinating 4 times a day so they thought it was ok. Then all of a sudden, last week the implant was not working for their symptoms, and yesterday they could not urinate by themselves at all. It was stated that they were cathing for the time being and were told to contact the manufacturer by their healthcare provider. Troubleshooting found that stimulation was on and it was reviewed that they could considering increasing the amplitude. The patient stated that if they increase stimulation to 4.8v they feel a burning sensation. It was reviewed that they could leave their stimulation turned off or down for now, so they didn¿t feel the burning sensation, and recommended that they follow up with their healthcare provider to check the device. No further patient complications are anticipated or expected as a result of this event.